Event description:
MFR received a report stating the front caster of a manual wheelchair broke when the chair hit a hole in the pavement of a parking lot. As a result, the pt fell and sustained a fractured wrist and abrasions. Records indicate the wheelchair involved is over 15 years old and is of a type no longer mfg.